Event description:
It was reported through the filing of a lawsuit that allegedly on or about (B)(6), 2011 the patient underwent surgery to insert the gamma nail due to fracture of the left femur. It is alleged that in (B)(6) 2012 the patient complained of pain at the implant site and was informed by his treating physician that the gamme intramedullary nail had broken. The patient was revised on or about (B)(6) 2012.

Manufacturer narrative:
Device is not available for investigation. If further information become aware a supplemental report will be provided.